Event description:
It was reported that there was a mains power cut-off in the hospital and that the ventilator failed to continue operation on battery supply. As per report, patient support was bridged in manual ventilation until a replacement device was available; no patient consequences were resulting from the event.

Manufacturer narrative:
The particular device was involved in a similar event in 07/2021 already, reported under MFR. Report #9611500-2021-00325. The hospital did not involve the local dräger s&s organization into examination and repair of the device for both events. After the first instance of shut-down, a third-party service provider installed a new battery into the device. Dräger does not sell spare parts to external - a fact from which it can be derived that a battery of unknown provenience must have been fitted to the device. It cannot be excluded that this was a contributing factor in the second event. The internal battery serves as a fail-safe mechanism in case of mains power losses. The user is advised to check the battery status each time before the ventilator is being put into operation. In particular, the device shall be disconnected from mains supply during pre-use check to verify if the internal battery is capable to supply the device with energy and to observe if any battery-related alarms are posted by the device. This test has obviously been omitted by the user. Dräger finally concludes that maintenance being not in accordance to manufacturer's recommendations and failure to check availability of a fail-safe mechanism were contributing factors in the event. The reported issue does not incorporate a single-fault condition; the aspect that led the aforementioned conditions come into effect was an infrastructural problem in the hospital - the loss of mains power. After the second (actual) event, dräger offered again the installation of an original battery to the device for remedy but the hospital responded that no dräger assistance is required.